Manufacturer narrative:
(B)(6). Concomitant medical products: headless trocar drill pin cat#: 00590102000, lot#: _816136; stem extension straight (combined length 75mm) cat#: 00598801215, lot#: 63634005; stem extension straight (combined length 75mm) cat#: 00598801215, lot#: 63722795; prc agmt block dist sz e 5mm cat#: 00599003510, lot#: 63245914; prc agmt block dist sz e 5mm cat#: 00599003510, lot#: 63614489; articular surface use with lps/lps-flex cat#: 00596203212, lot#: 63635156; anterior femoral augment block precoat cat#: 00599003531, lot#: 63101495; stemmed tibial component precoat a/p wedged cat#: 00598800400, lot#: unk. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as product has been discarded. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Product has been discarded.

Event description:
It was reported that patient was revised three years after initial knee arthroplasty due tibial loosening. All components were revised.

Manufacturer narrative:
Reported event was unable to be confirmed due to limited information received from the customer. Device history record review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.